Event description:
Customer reported not being able to test her blood glucose due to the fact that her meter was not calibrated properly. Customer reported that she had a "diabetic spell, broke out in sweat" and subsequently lost consciousness. Paramedics were called and treated customer with an IV solution of unk type.

Manufacturer narrative:
This report is the final report to be filed. An investigation cannot be conducted because the customer has refused to return the meter in question.